Manufacturer narrative:
H.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. H3 other text : see h.10.

Event description:
It was reported that blood leakage occurred at the port valve during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: injected into the port (reasonably vigorously but not excessively using a 10ml syringe) and the one way valve in the port failed allowing the patient¿s blood out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred at the port valve during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: injected into the port (reasonably vigorously but not excessively using a 10ml syringe) and the one way valve in the port failed allowing the patient¿s blood out.